Event description:
It was reported that there was an external blood leak from a prismaflex m150 set c during use. There were no obvious defects found prior to the leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photos and a video of the sample were provided for evaluation. Visual inspection revealed leakage from the access screwed connector. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.